Manufacturer narrative:
D1. Brand name corrected. D4. Serial and primary UDI number corrected.

Event description:
The complainant reported that the event involved an impella cp pump which showed temporary placement signal issue during initial activation of a temporary pacer. The report does not include any allegation towards patient consequences. Given the transience of the event and the fact that the patient remained on continued support for several days, the patient outcome code was selected as "no patient consequence".

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.